Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-dec-2018 with the following findings: a review of the black box and alarm history showed consecutive call service 054/052/012 slave communication alarms. The battery compartment and cap were undamaged and able to fit. Unrelated to the original complaint, the display screen contrast was dim and reddish. The ¿ez-prime¿ steps were performed correctly. No call service 012 alarm occurred during the investigation. The alleged call service 012 issue was unable to be duplicated during testing. The pump cover was removed, and no intermittent conditions were found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.